Event description:
It was reported that a needle fell out of the bd safe-clip needle clipper resulting in a needle stick injury to the nurse. The nurse received (B)(6) booster vaccination.

Manufacturer narrative:
Results: a sample was not available for evaluation. A review of the device history records cannot be completed as a lot number for this device was not reported. Conclusions: without a sample, an absolute root cause for this incident cannot be determined. Manufacturing determined occurence of this event is remote. (B)(4).